Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD)'s set screw exhibited a loose connection. The ICD was implanted. There were no patient consequences.